Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that, while exercising, the patient began to feel winded. The implantable cardioverter defibrillator (ICD)&#590;appropriately shocked the patient and the patient fell to the ground and was shocked five additional times. The patient was converted from atrial fibrillation (af) to ventricular tachycardia (vt). The patient is a participant of the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.